Event description:
It was reported to the manufacturer by the end user, per the end user the cna was operating the lift and the rn was guiding the resident into the wheelchair as it was being lowered when they claim the lift stopped. The rn claims that she continued to hold on to the sling strap as the cna was trying to get the lift to work. The rn claims the boom arm quickly dropped wedging her hand between the resident and the wheelchair injuring her fingers. The rn was sent to an urgent care facility for evaluation. The rn did not sustain any fractures but has bruising and swelling on the fingers of the right hand. The urgent care nurse practitioner recommended putting ice on the fingers. (B)(4) was entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.